Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. It was noted that the patient also experienced a pocket hematoma. It was also noted that the patient experienced chest pain and discomfort at max output. The lead also exhibited loss of capture (loc) at max output. Technical services (ts) noted that the device's behavior is indicative to a lead perforation. However, lead perforation has not been confirmed. Ts suggested troubleshooting actions. The lead remains in use. No additional adverse patient effects were reported.